Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the reservoir compartment is broken. The customer's mother doesn't know how damage occurred. The customer's mother stated that today when checking the blood glucose it was 400 mg/dl due to broken reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.